Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional perclose proglide device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with the first proglide device. The suture of the second proglide device was successfully pre-placed. A cuff miss [suture retrieval issue] also occurred with the third proglide device. The suture of a new proglide device was successfully pre-placed. The sheath was upsized to an 18f sheath and the tavi procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.